Manufacturer narrative:
The pump remains in use supporting the patient. The system controller exchanged for the pump stoppage was returned for evaluation. Review of the retrieved log files for the system controller confirmed the report of a pump stoppage. The log file, dated from (B)(6) 2017, captured several low speed events and pump stoppages beginning on (B)(6) 2017. The low speed events and pump stoppages occurred while the patient was connected to the power module. Based on previous complaint experience, the event appeared to be consistent with a potential percutaneous lead (driveline) issue; however, the evaluation was unable to conclusively determine the specific cause of the events captured in the log file. The returned system controller was functionally tested and found to operate as intended. The system controller operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2016-01939 for the report of the percutaneous lead (driveline) replacement, and use of the ungrounded power module patient cable. Approximate age of device ¿ 5 years 10 months . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while the patient was at home a pump stoppage event occurred. The lvad system was connected to an ungrounded power module patient cable at the time of the event. The patient was asymptomatic, and exchanged the controller. The patient was admitted for further evaluation of the driveline. Additional information was requested, but was not provided.